Manufacturer narrative:
Evaluation summary. The stent was returned already deployed; there was no deformation visible to the stent. The red security clip was positioned against the deployment mechanism on the handle. There was no gap evident between the deployment mechanism and the grey handle. There was a kink visible on the retractable sheath, 5cm proximal to the sheath tip. The proximal end of the distal tip material was damaged and partially raised. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a complete se stent to treat a moderately calcified and slightly tortuous lesion exhibiting 80% stenosis in the right iliac artery. The packaging of the device intact and undamaged prior to opening. No abnormality was noticed during inspection prior to use. There was no noticeable gap between the retractable sheath and the tip when the device was removed from the packaging. No force was applied to the tip of the device during prep. The stent was not exposed prior to removal of the device from the tray. Pre-dilatation was not performed. During the operation, resistance was encountered while advancing the device and the stent could not cross the lesion. It is reported that there was a little friction encountered with the guide catheter. After repeated failed attempts, the physician gave up implanting the stent and removed it from patient. It was reported that the stent tip was observed to be damaged and deployed. The physician replaced it with another stent of the same size to complete the operation. No patient injury was reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.